Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 9/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings:-unexplained por event is observed in the black box.). Returned battery cap is undamaged and able to fit. Battery cap was fastened and then unscrewed â½ turn with no reboots occurring. Moisture corrosion is observed on the display screen inside the pump. A 3-leak test failed due a battery compartment leak. â¿¿ez-primeâ¿¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate â¿¿powerâ¿¿ complaint..4-. Pumpâ¿¿s cover was removed, further moisture corrosion was found to the cgm module and to the power pcb.